Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 20 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with no patient complications reported. The patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5x20mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with no patient complications reported. The patient status was stable.